Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Insulin pump received with normal operating current. Pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump's battery was dying. Customer reported insulin pump had low battery alarm. Customer was calling back after previously completing low battery troubleshooting within a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.